Manufacturer narrative:
Unit received with unresponsive button response due to keypad connector unlocked on lcd board. The keypad traces were inspected and no anomalies noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding properly. He received a check blood glucose alarm and had issues clearing it. Customer's blood glucose level was 69 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.